Event description:
Underdelivery reported. The pump was set to infuse an unspecified analgesic (0.2mg/ml in a 100ml container) at 1.0ml/h with a 1.0ml pca bolus dose and a 30 minute pt lockout. A new container was hung on 7/16/99. The bag was changed on 7/18/99 at which time a nurse noted that "the display indicated the entire bag had infused, however, there was still 97.5ml left in the container." The pump had been placed in a carrying case that was hung on an IV pole. The pt reportedly did not experience any adverse effects. No additional info was available.